Event description:
It was reported that the patient's pacemaker failed to be interrogated and the echocardiogram revealed complete heart block due to failure to produce low voltage output. The pacemaker was found to exhibit premature battery depletion. The pacemaker was explanted. The patient was stable.

Manufacturer narrative:
The reported events of no lv output, inability to interrogate and premature battery depletion were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. The device was cut open to enable further testing and the battery was found below end-of-service voltage level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.